Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the flexvision monitor would not boot up. The fse further analyzed the system and confirmed that there were configurational issues with the host pc. The fse replaced the host pc, installed the new software and reconfigured the system to resolve the issue. The fse also carried out geometry comparisons, configured network settings and imported and verified the database. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.